Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "isolated cystic formation of 0.4 cm (-not device related-)". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification to b5 description of event: the rupture is on the left side. This record is for an unknown side as the side of the sn is unknown. Clarification to h10 related report numbers: mrn 9617229-2026-09982 relates to the same event for the contralateral side device as it is unknown which device belongs to which side. Rupture is conservatively reported for both devices at this time. Additional, changed, and/or corrected data: b5, d4, d6b, g2, h6, h10, h11.

Event description:
Patient reported "rupture" and "isolated cystic formation of 0.4 cm (-not device related-)". This record is for an unknown side. Device was explanted.